Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿when air purge has started, touch the air filter connectors to ensure that air is not leaking out. Also, ensure that the connectors do not produce a whistling sound, which would mean there is an air leak.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include abnormality of sleeves, contact section between oer-pro and air filter. The cause of abnormality of sleeves would be added and accumulated stress.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to verify and replace the filter that was jammed. The fse was able to get the replacement air filter to work with the current locking mechanism so that the hospital could use the oer pro. The device was repaired according to specifications. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that during routine maintenance, the air filter became jammed on an endoscope reprocessor (oer-pro). No patient involvement or injuries were reported. No additional information has been obtained.